Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08825. It was reported that the rotaburr became stuck on the rotawire. A 2.00mm rotalink plus and rotawire was used to treat the severely calcified target lesion. During procedure inside patient, it was noted that the rotawire got stuck with the burr. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.